Event description:
It has been reported to philips that the system gave a remote alert indicating the host computer's memory 3 failed, which can cause a boot up issue. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed the remote alert saying that the host pc memory failed. Upon troubleshooting rse found that there was a remote alert stated that host pc memory problem occurred during runtime. To resolve this issue, rse instructed customer to restart the system. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method code was corrected.